Manufacturer narrative:
The electrode pads were returned to zoll medical canada; the customer's report of the pads failing 30j tests was observed during evaluation. Visual inspection did not reveal any physical damage. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the associated device failed self test using these electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.